Event description:
Boston scientific crm received information that this pacing system was removed from service due to infection.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.